Manufacturer narrative:
Additional information was added to h4 and h6 h4: device manufacture date ¿ the lot was manufactured between (B)(6) 2025 h11: the actual device was not available; however, a photograph was received for evaluation. The returned photograph was reviewed, and it was noted that the bladder was ruptured. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor ruptured and leaked while filling. The device contained fluorouracil and glucose solutions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.